Event description:
I have been using cibavision night & day contact lenses for the past several years without any problems. These are an extended wear lens, supposed to last about 1 month, that I use for daily wear. Since I wear them a lot less than the recommended amount, they last me a fair amount longer, generally about 3 months/set. I noticed when I purchased new lenses in may, that the packaging and the appearance of the lenses had been changed: tint added and a large "ok" printed on each lens to help identify right vs. Wrong side out. I also noticed that the lenses began to irritate my eyes after only 1-2 weeks of wear. Thinking the problem was with me or my lens cleaning practices, I kept trying to wear them and ended up with significant eye irritation. After having the other two sets of lens in the package behave similarly, I noticed several complaints online and contacted ciba. They are replacing the lenses with non-reformulated ones, but told me that they attributed "the problems people have been having" to the "ok" imprint. Why no recall for this defective product? Dose: wear daily. Frequency: every day. Route: ophthalmic. Dates of use: 2009. Diagnosis: myopia. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.